Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer slide rail issue. A field service engineer replaced the slide to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had failed drawer. The customer reported that the customer was not able to open the drawer, and the malfunction occurred when the user was trying to issue the medication to the patient. There were no adverse events or injuries reported based on this incident.